Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl. Customer was treated with glucagon. Customer stated that had no delivery and her blood glucose have been high but had to rewind or prime it a couple of times to get insulin to go through the line. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer declined to troubleshoot for high blood glucose since she had the device working. The insulin pump will not be returned for analysis.